Event description:
It was reported that the customer had high blood glucose levels of 513 mg/dl. The customer treated with a bolus from the insulin pump and manual insulin injections. The customer indicated having symptoms consistent with high blood glucose levels including body aches and headaches. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The sister of the customer reported that they were going to monitor the insulin pump and call back should further assistance be needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.